Manufacturer narrative:
The diamondback 360® coronary orbital atherectomy system instructions for use manual states that perforation, hypotension, and arrhythmias are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A viperwire guide wire was used as a primary wire for intervention of two lesions in the proximal and distal circumflex (cx) artery via radial access. Diagnostic imaging was performed prior to the procedure, and the csi field representative discussed the option of using a workhorse wire as a primary wire due to tortuosity and calcium. The physicians opted to use the viperwire as a primary wire instead. No difficulty was encountered in wiring the vessel. Four treatment passes were performed in the eccentric lesions, and audible feedback suggested good engagement with calcium. Waveform dampening was noted on electrocardiogram, and the device was removed. Imaging was performed, and no issues were observed. One final treatment was performed in the distal lesion. Dampening was again observed. The patient also experienced bradycardia and dropping pressures. The wire was exchanged after the oad was removed. A microcatheter was used to aid in the exchange. Difficulty was experienced in advancing the microcatheter and in exchanging the wires. At that time, a perforation occurred. A code was called, and CPR was initiated due to a further drop in blood pressure. CT surgery was consulted, and a covered stent was placed to resolve the perforation. The patient was stable. One physician's opinion was that the perforation was not the fault of the viperwire. The other physician's opinion was that the csi wire caused the perforation. The patient was recovering well as of (B)(6) 2021.